Event description:
Reported received of operator programming error. A home care patient was to receive d5.45ns at 125ml/hr continuous for hydration, total volume to be delivered 3 liters. Initially, the home care patient called their provider to report the volume in the bag had not gone down. The provider thought the pump screen was displaying a volume being accrued, but that the cartridge was not spinning. The customer reports a new bag was hung and the pump was programmed to deliver 125mg/hr instead of 125ml/hr. At an unspecified time later, the pt or family noticed the IV bag was still full and called the on-call nurse. The on-call nurse thought the pump wasn't delivering what it should have and called for another pump. The new pump was delivered within an hour and the hydration fluid was resumed. The pump was checked and tested at the pharmacy and was found to be programmed incorrectly. The pump deliver what was programmed. No report of adverse patient effect.